Manufacturer narrative:
(B) (4). (B) (4). Mixed obturator. Evaluation summary: the analysis results found that the instrument was returned with a 12mm obturator labeled as an 11mm obturator. Due to the returned condition, the obturator could not be introduced through the sleeve. A preliminary investigation process has been initiated to address the found condition. We have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device appears to be mismatched. The obturator appears to be a 12 and should be an 11. It will not fit. Another device was used to complete the procedure. There was no adverse consequence to the patient.